Event description:
It was reported that a vns patient was experiencing shortness of breath periodically after the physician had increased the settings to 1.0 ma. It was later provided by the physician¿s office that they did not suspect it was related to vns. However, a later review of the in-house programming history database provided data which indicates a low impedance condition with the lead. Additional relevant information has not been received to-date.